Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13924-00 for details pertinent to this event.

Manufacturer narrative:
Investigan accordance with 21 cfr 803.56 when additional reportable information becomes availation including root cause analysis is in progress. A supplemental MDR will be filed as necessary ible.

Event description:
It was reported that the pump had alarmed no disposable clamp tubing. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.